Event description:
The customer reported that the system would not boot up. There is no report of injury ore death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.